Event description:
A 6060 pump being used in a nursing home on a patient had its basal rate "zero out". Three pharmacists verified this occurrence. The director of pharmacy stated that the pump was being run in the pca mode, lockout level 2, administering morphine, and that there was no injury/medical intervention for the patient involved, other than the patient did not get morphine.